Event description:
A home patient's family member contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during fill 3/3 of their automated peritoneal dialysis therapy in 2004. While troubleshooting the system error 2240 alarm, the home pt's family member indicated that the pt was currently taking antibiotics for an "infection." Reportedly, the home pt presented to the clinic with cloudy effluent and abdominal pain. Effluent cultures were taken at that time and the home pt was diagnosed with peritonitis. The pt was treated with cefazolin 1.5g intraperitoneal (ip), once daily, for 14 days and ceftazidime 1.5g ip, once daily, for 5 days. Based on the absence of peritonitis symptoms, the home pt's nurse concluded that the pt fully recovered from the infection.